Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose after overnight corrections and multiple consecutive meal announcements while using the ilet, including pausing insulin, disconnecting, and consuming large quantities of carbohydrates to self-treat, with lowest reported glucose of 58 mg/dl and lows lasting about 30 minutes; low alerts were received on the device, and education was provided regarding the 15/15 rule and avoiding meal announcements when treating hypoglycemia, with additional training arranged. Symptoms included sweating and feeling nervous. Outcomes included self-treatment with oral carbohydrates and no medical intervention or assistance. Investigation included complaint handling, user coaching on device use and hypoglycemia management, and review of available glucose trends and reported dosing context. Investigation of this case revealed user technique and use-pattern factors, including stacked insulin from correction and immediate meal announcement leading to excess insulin on board, with subsequent inappropriate meal announcements during treatment of lows contributing to recurrent hypoglycemia; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was use error and user technique, with cause of hypoglycemia otherwise unclear.